Event description:
On (B)(6) 2025, a patient was re-revised due to femoral loosening. Upon opening the knee, some "metallosis" was observed and the junction box appeared to be loose. Imaging showed multiple augments were used along with bone cement to fill bone voids on the femur indicating that the femoral component was not well supported. The device was not returned so a conclusive root cause cannot be established but the junction box may have loosened due to fatigue loading or insufficient tightening. An analysis of production records shows the product met all specifications upon release.